Event description:
The abdominal wall cellulitis was resolved. Driveline infection was noted and wound cultures grew methicillin-susceptible staphylococcus aureus (mssa). The patient is now on suppressive antibiotics, doxycycline, for the lifetime of the device. The device was operating with normal limits. The original positive culture date was (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. Review of the submitted log file showed the pump operating as intended. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient is currently admitted for abdominal wall cellulitis status post trauma to driveline site. The patient was hit by a car a few weeks ago and reported his controller was run over by the vehicle. In addition, the log noted 225 pi events throughout the event history from (B)(6) 2020 to (B)(6) 2020. There were no other unusual events recorded in the log file event history. The mcs equipment is operating as intended.